Event description:
It is reported that a nurse called regarding a customer's insulin pump not recording the delivered bolus. The patient's blood glucose level was unknown. The customer was not currently with the nurse to trouble shoot the issue, but the customer will call back if it was necessary. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.